Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep3046 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "introducer was not peeling apart and had to be slightly cut in order to peel it."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty peeling apart a microintroducer sheath is confirmed and was determined to be manufacturing related. One 4.5 fr x 7 cm microintroducer sheath was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sheath was returned evenly split; however, the splitting at the t-handle of the device was observed to be uneven with a distinct ring of material on one side of the split t-handle. A microscopic observation revealed plastic deformation and lightening of the material at the break site within the t-handle. The uneven splitting of the t-handle appears to have been caused by an abnormality during the manufacturing process. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported "introducer was not peeling apart and had to be slightly cut in order to peel it.".